Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that when she changed her set her blood glucose was 120 mg/dl; the customer then ate lunch and two hours later her blood glucose rose to 400 mg/dl. The customer removed the infusion set and discovered a bent cannula. The customer inserted a new infusion set and her blood glucose decreased to 384 mg/dl. The customer treated with a manual insulin injection. Troubleshooting did not occur for the high blood glucose. The insulin pump was not returned or replaced. The customer will be returning an infusion set and she will also receive a replacement infusion set.